Event description:
The nurse from the hospital reported by phone to the qa manager from stryker (B)(6), the allege event. The label on the device was not correct. The catalog number on the drill was labeled w/o an "s" which would indicate that the device was not sterile. The device should be sterile and should have an s.

Manufacturer narrative:
Device will not be returned. If the device or add'l info is rec'd, it will be reported on a supplemental report.